Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg became inoperable following a knee surgery on (B)(6) 2017. Troubleshooting could not provide resolution. As a result, the ipg was explanted and replaced on (B)(6) 2017. The issue was resolved.